Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The pump passed all testing and there was no known cause of the reported issue. The pump's software was updated, and downstream/upstream occlusion sensors were preventatively calibrated.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a "cassette not attached error" alarm and a damaged downstream occlusion (dso) seal. There was no patient involvement.